Event description:
It was reported that this left ventricular (lv) lead was plugged into the right ventricular (rv) port to provide pacing support following a 2017 rv lead revision. Additional information received reported that this lv lead triggered a lead safety switch (lss) due to a high pace impedance measurement of 2,010 ohms and exhibited noise. It was noted that the lv lead was fractured. The physician plans to program this cardiac resynchronization therapy pacemaker (crt-p) system to vvi 40 and program lss off. In addition, the physician was scheduled to place a leadless pacemaker at the time of the field representative's call. This crt-p system remains implanted. No adverse patient effects were reported. Additional information received reported that the leadless pacemaker was implanted, the cardiac resynchronization therapy pacemaker (crt-p) system was programmed to vvi 40, and lead safety switch (lss) was programmed off. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was plugged into the right ventricular (rv) port to provide pacing support following a 2017 rv lead revision. Additional information received reported that this lv lead triggered a lead safety switch (lss) due to a high pace impedance measurement of 2,010 ohms and exhibited noise. It was noted that the lv lead was fractured. The physician plans to program this cardiac resynchronization therapy pacemaker (crt-p) system to vvi 40 and program lss off. In addition, the physician was scheduled to place a leadless pacemaker at the time of the field representative's call. This crt-p system remains implanted. No adverse patient effects were reported.